Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test, and self test.during visual inspection, electronics stack, force sensor and keypad traces at the flex fingers had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump from hospital stock was not working even after tried different batteries and a new battery cap. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.